Event description:
Patient presented with chairi malformation and required surgery in 2004. Patient developed post-operative infection which developed into meningitis about one week later. Organism identified as klebsiella pneumoniae. The patient was treated with vancomycin and cholramphenicol. About one week later the patient is still on vancomycin peak and is being tested every few days. Patient developed nausea and headaches. Neurosurgeon reported the patient had poor wound healing and obvious pseudomenigocele. Patient underwent re-operation to correct cerebrospinal fluid leak. Operative microscope revealed three discrete pinhole size openings along the dural patch graft that had not scarred, required reinforcing with 4-0 nurolon sutures and use of bioglue around the perimeter of the sutures. Testing with valsalva up to 40 found that no leak was detected. The surgical procedure was completed by closing in a watertight fashion using 0 vicryl suture followed by 2-0 vircyl for the dermis, followed by 3-0 nylon for the skin. An attempt was made to place a lumber drain but the catheter would not thread. 20cc of cerbrospinal fluid was drained, the patient was returned to supine position, extubated and taken to recovery room in stable condition.